Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Upon further review, this is a duplicate complaint and has already been reported.

Event description:
The product was received at service and repair and was found to have the tip broken off. Device was discarded by service and repair.

Event description:
Service and repair report states that the tip of the device broke off during surgery, tib. The device malfunctioned during surgery with patient involvement, however the tip was recovered and there was no impact or adverse consequences to the patient. Product has not yet been received by service and repair.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. The device has not yet been returned for evaluation. The broken tip was retrieved and there were no adverse consequences to the patient. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. The product was received at service and repair and was found to have the tip broken off. Device was discarded by service and repair. A review of synthes device history records for manufacturing revealed no complaint related issues.